Manufacturer narrative:
2 of 2 devices were returned for evaluation. Evaluation of 2 devices found normal chuck wear and the turbine needed to be replaced. The device was repaired and returned to the customer.

Event description:
This report summarizes 2 malfunction events where a midwest phoenix handpiece would not hold burs. No injury resulted.